Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer discovered the jammed drawer protruding. A field service engineer extracted the drawer from the auxiliary chassis and substituted the defective slide rail. After reassembling the drawer, it was reinserted into the auxiliary chassis. A field service engineer reconnected the pixie bus cable and rebooted the station to establish multiple connections. The customer logged into the station and verified that the repaired drawer is now operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full-height cubie drawer failed to close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.